Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of "hi". Insulin was administered based on this reading and the consumer blood sugar went very low. The consumer questioned the accuracy of the "hi" reading. The meter will be returned for evaluation.